Event description:
The customer reported non-reproducible discrepant troponin (access accutni+3) results, for one patient, involving the unicel dxi 800 access immunoassay system. The initial result was reported to the emergency room (ER). There was no report of patient injury or change in patient treatment associated with this event. Subsequent testing of the patient¿s first sample, on the same instrument, produced a lower result within the normal reference range. The customer stated the patient was eventually admitted to the hospital due to other circumstances; the admission was not related to the discrepant troponin results. The patient¿s samples were collected in 13x100mm plastic separation tubes (pst) and centrifuged through a power processor automation line. The customer stated the first sample did show signs of slight hemolysis but was still clear and acceptable for testing. Quality control (qc) was within range prior to and after the event. A beckman coulter field service engineer (fse) was dispatched to assess the instrument.

Manufacturer narrative:
The field service engineer (fse) noted the wash wheel contained a large amount of reaction vessel (rv) dust and removed and cleaned the wash wheel. The fse replaced the peristaltic pump tubing due to wear. The fse noted bubbles in one of the sample pipettors and replaced the face seal. During high sensitivity (hs) system check, the fse noted the 17th repetition failed the level sense. The fse performed 10 repetitions each on the wet/dry level sense test. The fse aligned the sample pipettors and noted the alignments to the sample presentation unit (spu) tray were 8 steps high and adjusted alignments. The fse then performed a passing hs system check. Service activity performed was verified to meet the specified requirements per established procedures. The instrument conformed to the manufacturer's published performance specifications and was returned to normal operation. In conclusion, system hardware is the likely cause of the event as multiple repairs resolved the reported issue. A specific hardware component was not identified as the singular cause of the event since several hardware issues were addressed. Beckman coulter continues to track and trend any incident related to this issue.